Event description:
A system operator reports the laser stopped firing during surgery. The surgeon pressed the foot switch and was able to finish the procedure. There was no patient injury/impact associated with this event.

Manufacturer narrative:
Root cause determination: assessment: during the on-site investigation, the territory manager (tm) was unable to reproduce the laser not firing issue. A review of the surgery database revealed the procedure was interrupted by the footswitch (possibly due to the surgeon inadvertently lifting his foot off the footswitch), not by the laser not firing. The tm checked the footswitch, inspected the cables and exercised the treadle multiple times. Two test surgeries were performed without incident. A system verification was performed. Conclusion: based on the results of the investigation, the root cause is component related, specifically the footswitch, potentially due to foot slippage.